Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a trifecta valve (serial number: unknown) was implanted. On (B)(6) 2019, the patient underwent an avr, mvr and single bypass graft and the trifecta valve was explanted due to aortic stenosis. The physician noted that the valve appeared "friable." No additional information is available.

Manufacturer narrative:
An event of valve explant due to stenosis and friable tissue simultaneously with mitral valve repair and single bypass graft was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.